Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user noticed that red x's would appear intermittently on the central control monitor of the system-1 over three of the roller pump icons. These three pumps were assigned as suckers and a vent. The pumps would occasionally reset and go to the stop mode. The user elected to change out the entire heart-lung machine system. The case was delayed 20 minutes. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.